Manufacturer narrative:
This report is related to MDR number 3011632150-2020-00029. Following the completion of the complaint investigation on 07-may-2020 it was not possible to determine based on the information provided a definite root cause of the partial deployment. Updated information in the form of angiographic data was received by veryan following completion of the complaint investigation and was reviewed by the complaints investigation team and the chief medical officer. Feedback from the implanting physician was also obtained. The information was documented in an addendum to the original investigation which was completed on 12-june-2020. A summary of the additional information is provided below: review of angiographic data: 1) patient had a total occlusion of the mid-distal sfa region and an additional total occlusion extending from the distal sfa to the end of the p1 region of the popliteal artery. 2) the partially deployed stent segment was not visible on the angiographic data received. Feedback from the implanting physician: 1) the physician highlighted that the lesion was heavily calcified with occluded segments extending to the popliteal region. 2) to reduce the risk of distal embolisation and to protect the patency of distal vessels the physician decided not to pre-dilate the lesions prior to implanting the biomimics stent. The IFU for the biomimics vascular stent system states "it is at the discretion of the physician to pre-dilate the lesion using standard pta techniques.". 3) the delivery system was advanced using an antegrade approach and through the non pre-dilated lesion. High friction was noted which restricted movement of the outer braid and resulted in inability of the stent to deploy as intended. 4) there are four complaints from this site and implanting physician (including this complaint) highlighting high friction as a potential root cause resulting in bond failure. 5) the high resistance/friction is likely to be related to friction between the outer braid of the delivery system and the highly calcified non pre-dilated lesions. This is associated with the physician's decision not to pre-dilate to mitigate against the risk of distal embolisation and possibly occluding blood vessels distal to the target lesion. 6) the physician re-iterated on the call that he is happy with the biomimics 3d vascular stent system and its performance compared to competitor devices. Summary: 1) the complaint is categorised as "partial deployment" as per the outcome of the complaint investigation. 2) the additional information led to the assignment of a cause category of "anatomy" to the complaint. The root cause of the high resistance/friction felt can be attributed to the highly calcified lesion anatomy of the subintimal space. 3) the results codes have been updated from 13 - "device difficult to operate" and 180- "mechanical problem identified" to 3243- "stress problem identified" and 213- "no device problem found". 4) the conclusion code has been updated from 4315 - "cause not yet established" to 50 - "adverse event related to patient condition" and 4311 - "adverse event related to procedure." Risk management review: the risk management file will be updated following the outcome of c20-015 and its corresponding addendum. The user failure mode effect and criticality analysis(ufemeca) will be updated to add to the ufemca that will identify the potential risks associated with a physician not using pre-dilation before attempting stent deployment. If there's no pre-dilation it is possible that if there are heavily calcified lesions then this could cause friction/resistance between the device and vessel during deployment, which can lead to braid deformation and bond failure. There is no change required to the biomimics 3d IFU because it already deals with the issues of resistance felt during use of the device. Pre-dilation is also documented. There were no patient specific details provided from the site during this investigation, which is why these details could not have been provided in this report or the initial 30-day MDR (MDR# 3011632150-2020-00029).

Manufacturer narrative:
Following the reported complaint, the device was returned to veryan for inspection. The investigation involved : inspection of the returned device, review of similar complaints, contact with site, risk management review, summary. Inspection of returned device : this involved: measurement of the outer braid indicated that it was 90mm longer than the specification indicating it was subject to significant tensile load during the procedure there was one stent crown protruding from the braid's distal end. There were 35-36. Crowns determined as remaining in the delivery system. A stent of this size is manufactured to have 40 stent crowns, following inspection it was concluded a portion of the device (approximately 4-5 stent crowns) were not returned. The investigators attempted to deploy the remainder of the stent and 6-7 additional stent crowns were moved outside of the braid. The bond between the outer braid and the blue bifurcated luer was evaluated by applying a small tensile force by hand. This resulted in displacement of the outer braid by 1cm at which point the outer braid separated from the black strain relief component. The fact that such a small force led to total displacement of the braid suggests that the device had already been subjected to a significant tensile force during the procedure which affected the bond. The presence of sanding and adhesive between the outer braid and bifurcation luer hub suggests the device was manufactured as intended. Inspection of the peek to white tip bond indicate this bond was intact. Review of similar complaints: there were three previous complaints ((B)(4)) which veryan had received from this site. Each of these complaints showed the following similarities to this complaint: elongation of the outer braid, the physician experienced resistances during the deployment, complaint no. (B)(4) was categorised as a "partial deployment" which included a stent fracture. The other complaints ((B)(4)) were categorised as "inability to initiate deployment of the stent", detachment of the braid from the shaft. All devices from the affected lots were manufactured according to specification. There were no indications of a deficiencies associated with the manufacturing and labeling of the lot numbers associated with these devices. Contact with clinical site ((B)(6)): feedback from the site was received by veryan on 30-april-2020. The physician indicated that the angiographic data was dispatched to veryan for review. The physician also confirmed that resistance was experienced during the procedure, specifically during the stent's deployment. It was at this point that the physician got the impression that the shaft had separated from the device and decided to withdraw the system. During removal of the partially deployed stent the site reports that it was damaged and a fracture occurred. Approx 4-5 crowns remain in the patient's vasculature. Risk management review: our user failure mode effects and criticality analysis (ufmeca) identify partial deployment asa potential failure mode. Further information has been requested from the implanting physician to get more detail around how the device was used during the procedure. Summary: a review of device history record and in process test data for the braid to bifurcated luer hub bond. The in process test data was far in excess of the design specification and consistent with other lots. The device was manufactured to the required specifications. The presence of sanding and adhesive which further suggests that the device was manufactured to the required specifications. There is evidence that the outer braid was subject to high tensile force during deployment. This explains why the outer braid separated from the bifurcated luer. The physician noticed resistance during the deployment of the stent and got the impression that the outer shaft had separated from the device, withdrawal of the device led to at least 4-5 deployed crowns remaining in the patient. Angiographic data has been dispatched by the site and was received at veryan on 08-may-2020 for review. The outcome of the review will be communicated in the supplemental report. It is possible that the technique that was used during the procedure is a contributory factor for the condition the device was returned in. The review of the angiographic data will help to support or oppose this. The complaint was assigned "partial deployment" as the complaint category "as found" with a cause category assigned as "unknown". A CAPA has been initiated as a result of this reported complaint.

Event description:
Veryan personnel were made aware on the 17th-mar-2020 of a failed attempt to deploy a biomimics 3d stent occurred. The comment reported from the site states "pullback has separated from the shaft, stent could not be released and remained in the system, delivery system was completely withdrawn without harming the patient". This event was not reportable when it was submitted as the complaint stated the device failed to deploy and there was no harm to the patient. The device was returned to veryan for investigation by veryan's complaint investigation team. During the investigation the physician confirmed that resistance was experienced during the procedure, specifically during the stent's deployment. It was at this point that the physician was of the impression that the shaft had separated from the device, and decided to withdraw the system. During withdrawal the partially deployed stent fractured. The separated crowns ( approximately 4-5 crowns) remained in the patient's vessel. On a stent of this size (5.0 x 125mm) it is manufactured with 40 crowns in total. There were 35-36 crowns remaining in the returned device following inspection by the complaint investigators.